Event description:
Customer reported having a high blood glucose of 489 mg/dl. She also reported that her insulin pump was not working like it should. The customer stated she had changed her infusion set at night and experienced high blood glucose the next morning. Despite treating her high blood glucose with a bolus, her blood glucose remained high. The customer then treated herself with a manual injection. The customer believed her insulin pump was not working due to the location of her infusion set. After changing the site of her infusion set, the customer stated her blood glucose declined to around 200 mg/dl. The customer was advised of the many reasons for high blood glucose. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.